Event description:
It was reported the gastrointestinal videoscope had no image displayed. This was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h6. Corrected fields: e1, g4 (PMA/510(k)). The device was returned to olympus and the customer reported issue of, image was not displayed, was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: image noise. Based on the results of the investigation, a definitive root cause of the image not displaying could not be determined as the issue was not reproduced. In regards to the noisy image, it is likely the reported issue occurred due deformation of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.